Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the prime/fill cannula function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 064 call service alarms. The pump was exercised for 24 hours with no duplicated call service alarms. Unrelated to the initial complaint, the pump was opened and moisture was observed on the internal components of the pump. There was moisture found under the display, and the leak test failed due to a battery compartment leak. Also unrelated, the battery compartment was cracked, and the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.